Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to view cgm data in the ilet mobile app until bluetooth settings were toggled, after which cgm data displayed and the user reported hyperglycemia around 219 mg/dl attributed to recent dietary intake; troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no impact requiring medical intervention, no backup therapy use, and no ketone testing. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed normal device functionality after bluetooth reconnection and no device malfunction identified. It was concluded that the event was consistent with hyperglycemia of unclear cause relative to device performance, with user-reported dietary factors contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.